Event description:
A couple of weeks ago the patient went to the hospital because of low readings she had obtained on her meter. She did not realize that the meter was set to the wrong unit of measurement. She was not feeling well and tested on her lfs meter and obtained a 9.6mmol/l. She tested on her back up meter and obtained a 230mg/dl. Since she noticed a big difference between the readings, she went to the hospital. At the hospital her reading was in the 230's and md advised the patient to go home and to take her insulin and did not treat the patient. Customer service found out that the meter was set to the wrong unit of measurment and assisted the patient in setting it back to mg/dl. Test strips passed with the control solution. Daughter mentioned that the day of the incident she noticed the decimal point on the meter. She does not recall the meter experienceing a power interrupt or her mother accidentally changing the unit of measurment. At this time this case is being reported as a malfunction, since there seems to be a "spontaneous occurrence" not caused by changing the battery or by the patient changing the unit of measruement.